Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. Additionally, the hand control switch assembly buttons were not functional. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a hemicolectomy, there was an error code 5 (instrument error). A new device was used to complete the procedure. Pt consequence is unk. No further information is available.